Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As the lot # was provided, the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a lasso¿ electrophysiology catheter and there were no signals. There was no patient consequence. The signal loss was observed on some channels and it was unknown if it occurred on carto and recording systems. However, there was no signal available for the physician to monitor the patient¿s heart rhythm. The procedure was completed successfully with a similar-like device. Since the physician did not have visibility on patient¿s heart rhythm, it was determined for this complaint to be reportable.

Manufacturer narrative:
On march 5, 2015 received clarification from bwi representative on initial information reported (regulatory report # 9673241-2015-00129 submitted on march 3, 2015) that the physician had at least a signal available to monitor patient's heart rhythm. The bwi failure analysis lab received the device for evaluation on march 19, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a lasso electrophysiology catheter and there were no signals. There was no patient consequence. The signal loss was observed on some channels and it was unknown if it occurred on carto and recording systems. However, there was no signal available for the physician to monitor the patient¿s heart rhythm. The procedure was completed successfully with a similar-like device. Since the physician did not have visibility on patient¿s heart rhythm, it was determined for this complaint to be reportable. However, on (B)(6) 2015 received clarification from bwi representative after initial report was submitted, that the physician had at least a signal available to monitor patient's heart rhythm. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Further information received indicates that there was a signal available for the physician to monitor the patient¿s heart rhythm. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.